Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received pump error 25 confirmed in device history file and unexpected battery power loss shown in power graph due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. Customer's blood glucose level was 17.7 mmol/l. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer received multiple power loss alarms when batteries are out of the insulin pump less than 10 minutes. Customer advised the pump will need to be replaced and advised to revert to a back-up plan. The insulin pump will be returned for analysis.